Event description:
It was reported that the patient went to the doctor and was diagnosed with a skin infection, identified as a abscess. There was swelling at the site. For treatment, the patient was prescribed cefalexin at 500 mg to take 4 times a day for 10 days and bactroban 2% ointment to apply topically three times daily. The patient was discharged after a half hour on both visits. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.